Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol 3dmax (device #1) may have caused or contributed to the reported event. The patient's attorney alleges injuries, revision surgery and then an additional surgery for a neurectomy; however, no details have been provided. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol 3dmax (device #1). An additional emdr was submitted to represent the bard/davol flat mesh (device #2). Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol 3dmax (device #1) and unspecified bard/davol flat mesh (device #2) on (B)(6) 2014. It is alleged by patient's attorney that on (B)(6) 2016, the patient had unspecified injuries related to a defect in the bard/davol 3dmax (device #1) and bard/davol flat mesh (device #2), and underwent revision surgery. It is also alleged by patient's attorney that on (B)(6) 2015 and (B)(6) 2015, the patient had unspecified injuries related to a defect in the bard 3dmax (device #1) and bard/davol flat mesh (device #2), and he had a neurectomy. As reported, the patient is making a claim for an adverse patient outcome against the 3dmax (device #1) and the bard/davol flat mesh (device #2). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."